Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "the doctor had the innershaft engaged with the screw and over torqued the driver which caused the inner shaft to break at the tip. This did not cause complications to the surgery or the pt. The doctor removed the screw and proceeded as usual with a new one."